Event description:
It was reported that the black, square piece where the disposable was plugged in was broken. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6 - updated. No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.